Manufacturer narrative:
Concomitant medical products: w1dr01 ipg was implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited no capture, under-sensing, noise and over-sensing. The ra lead was turned orr and remains in patient. No further patient complications have been reported as a result of this event.